Event description:
Customer called regarding motor error alarms. The current blood glucose reading is 121 mg/dl. The customer stated that there was a hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 1100 mg/dl. Customer experience nausea. Diagnosed with diabetic ketoacidosis and sepsis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.